Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient decided he wanted to have the pump removed because he felt it hadn't been significantly helpful and it caused pain when he leaned forward and moved.